Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The provider states the release lever and the hook that attaches to the frame is breaking.